Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions for resetting the pump. Following the reset, the error did not reoccur, and the customer successfully started their sensor session.